Manufacturer narrative:
The lead arrived in a destroyed state. The four lead fragments were returned for analysis. The analysis of the lead fragments revealed that the insulation was damaged in the area of the heart valve due to rubbing. This segment displayed traces of a spark-over as well as a line breakage of the rv shock electrode. The kind of damage lets assume stress on the lead for a longer period of time. The location and the characteristics of the rubbing indicate significant mechanical stress on the lead. Additional damage to the lead is probably due to the explantation procedure. Neither the lead analysis nor the analysis of the ICD indicates any manufacturing or material defects.

Event description:
Ous MDR - after an implantation time of about 72 months, it was reported that the ICD could no longer be interrogated during a follow-up on (B)(6) 2012. In addition, the device had stopped sending home monitoring data since (B)(6) 2012. About 2 weeks prior, the patient had received a severe kick in the area of the ICD by a horse.